Manufacturer narrative:
(B)(4). After the surgery, the biomedical engineer observed that the weld on the spring arm was cracked. This malfunction was previously addressed in the u.s. Through the device correction noted. The customer received the field safety notice in 2009 but did not contact maquet to check this arm, as instructed. Maquet is not in charge of maintenance of this device. Maintenance is done by a third party contractor. The operating room has been closed pending repair.

Event description:
The customer reported to maquet that a plastic sleeve moved while the device was manipulated during a surgery. No injuries were reported. (B)(4).